Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, prime and system sensor test, occlusion test and excessive no delivery test. Completely broken off reservoir tube lip and missing reservoir tube o-ring noted. Cracked lcd window, cracked case at display window corners, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump top ring portion appears unglued and cracked from the rest of the device. The customer's blood glucose reading was 310 mg/dl the time of incident. Troubleshooting found that the cracked area was at the reservoir compartment. Customer does not want to troubleshoot.